Event description:
It was reported that during a lap hernia procedure, the surgeon was taking down adhesions on the abdominal wall when the bottom jaw of the device broke off and fell into the pt. They were able to retrieve the tip without x-ray. They got a new device to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this tiime.